Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Fractured my femur had surgery they put in plate and screws within 7 months had to have another surgery on the same thing because the plate snap.